Event description:
The leads were returned to the manufacturer with no reason for explant. The leads were analyzed and tested out of specification. Follow up determined that the leads were explanted due to apparent fractures which were causing increased impedance and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched. (B)(4) - the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that all conductors were distorted, all conductors were stretched, the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched.